Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 480 mg/dl while wearing the pod between longer than 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The patient's parents reported that they called the patient's doctor who told them to have patient drink water, check for ketones, and to replaced the pod. As treatment the patient replaced the pod. The pod has been discarded.